Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the ECG calibration was performed without incident, the PICC with preloaded biosensor was placed in the patient and a yellow symbol was displayed throughout the entire case. The ECG tracing was normal and the doppler signature was visible. Another device was used and a blue bulls eye (bbe) was obtained.

Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR was sent in error.

Event description:
The customer alleges the ECG calibration was performed without incident, the PICC with preloaded biosensor was placed in the patient and a yellow symbol was displayed throughout the entire case. The ECG tracing was normal and the doppler signature was visible. Another device was used and a blue bulls eye (bbe) was obtained.